Event description:
The pump was returned with no clinical info. Device registration system indicates the pt died. The cause of death and its relationship to the implanted pump system was not reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4). The pump was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.